Manufacturer narrative:
Technical services discussed the noted noise on the ventricular channel as well as fluctuationg pacing impedances. A possible lead issue or a connecton issue could not be ruled out.

Manufacturer narrative:
At the follow up the observed measurements on the right ventricular channel appeared to be within range. Some noise was noted on the shock channel. Technical services advice was requested.

Manufacturer narrative:
Upon additional information this event will be updated.

Event description:
Boston scientific received information that a red alert was triggered on this implantable cardioverter defibrillator (ICD) due to out of range pacing impedances on the right ventricular channel. The right ventricular lead implanted is a competitor lead. At this time at follow up has been scheduled. No adverse patient effects were reported.